Event description:
The customer reported that she could smell insulin on her skin after placing a pod. Within ten hours of activating the pod, high bg's (441mg/dl) were experienced. A kink was seen in the cannula, though no alarm was reported. The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The report stated that the user could smell insulin on her skin, which is an indication that the cannula had most likely pulled out of the insertion site. Had proper labeling instructions been followed, the user would have been aware of this condition after placing the pod and have immediately discontinued use. The user guide also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.